Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: the black box data started on (B)(6) 2015. The black box data/histories for the event was overwritten due to continued use of the pump. The pump was exercised for 24 hours with a 1.0u/hr basal rate; at the end of testing, the basal history correctly showed 1.0u and the total daily dose showed 24.0u. There were no errors, alarms or warnings that occurred during testing. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history reportedly did not match the active basal program. The date reportedly was incorrect in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.